Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic bile duct stone removal procedure while patient was under sedation, a single use mechanical lithotriptor was used to remove a common bile duct stone. Upon grasping the stone, it was noted to be very hard. While attempting to crush the stone, the lithotriptor handle began to spin freely and loss tactile feedback was reported. The event was assessed as an impaction and that the wire broke. The basket wire was retrieved from the patient using the olympus emergency mechanical lithotriptor handle and the procedure was completed with an olympus back-up device. No further harm was reported.